Event description:
It was reported to boston scientific corporation in 2006, that an excelon transbronchial aspiration needle device was used during a pulmonary biopsy procedure performed on the same day, (male patient age, weight is unknown). According to the complainant, after obtaining two samples, the needle would not retract. Visual inspection revealed the needle was broken. The procedure was completed with a different device (device unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no harm".

Manufacturer narrative:
Received one excelon transbronchial aspiration needle, 21ga /15mm /130cm and syringe inside 3 zip lock bags with protective sheath original pouch and labeling. Residue was visible throughout indicating use. A functional check of the device was performed by extending and retracting the wire assembly using the button slide. A dimensional check of the device was not performed due to the nature of the failure. A visual check of the device revealed the needle was detached from the wire assembly. To better view the needle and wire assembly distal tip, the outer sheath was cut 3cm from the distal end and the needle removed. The needle and end of wire assembly showed no evidence of welding. Confirmed customer complaint. Root cause is determined to be failure to secure the needle to wire assembly during the manufacturing process. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.